Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and therapy was inappropriately delivered, however there were also episodes of vt where therapy was withheld via the pr logic algorithm due to the device classifying vt as supra (ventricular) tachycardia (st). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.